Event description:
It was reported that the device went into backup vvi mode. The patient reported using an arc welder the day before the first vibratory alert. A download successfully restored normal device function and the device remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.